Event description:
The vitrectomy cutter tip broke in the patient's eye during surgery. The tip was removed with no injury to the patient.

Manufacturer narrative:
The tip of the outer needle shaft is broken off below the port window. The broken piece was not returned. There appears to be a scratch mark on the outer needle shaft that seems to be in line with a flat spot or possible dent on the inner needle. This cutter may have come in contact with another instrument.